Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The field service engineer (fse) had the customer run the substrate portion of system check to verify operation after the customer had tightened the cap. The check passed within published performance specifications. The fse also verified instrument alignments and adjusted the mixer motor speed and ultrasonics to optimized performance specifications. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. Quality control (qc) and system check parameters were recovering within published performance specifications on the date of the event, prior to the service intervention. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause for the non-reproducible access accutni+3 results cannot be determined with the available information. All mdrs associated with this report: 2122870-2015-00521, 2122870-2015-00522.

Event description:
The customer reported elevated troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for eight (8) patients. The elevated samples were reanalyzed on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and lower results, within the assay's normal reference range, were obtained. The elevated accutni+3 results were reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results for (2) of the patients, as they both underwent a cardiac catheterization procedure. Attempts were made to clarify the customer provided information; however, at the time of this report, the customer has not provided any additional information regarding which patients experienced the change or impact to patient treatment. This report addresses the adverse event of cardiac catheterization for one (1) patient. MDR 2122870-2015-00522 addresses the adverse event of cardiac catheterization for another patient. Quality control (qc) and system check parameters were performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a plasma tube. Information regarding the centrifugation of the sample was not provided by the customer. No issues with sample integrity were noted by the customer.